Event description:
It was reported the patient had high impedance observed on their vns device. The physician believed this was caused by a fracture of the lead. X-rays were sent in for review and there was no obvious cause for the reported high impedance. Note that incomplete pin insertion and the presence of micro-fractures could not be ruled out. No additional relevant information has been received to date.